Event description:
A patient had sustained a temporary injury when conmed's surefit pad was removed from the patient's arm.

Manufacturer narrative:
The sample in question was not returned from the user-facility and conmed was unable to perform an investigation. This event was originally not reported to the FDA as conmed was unable to confirm the degree of the injury and any intervention received by the patient. However, after discussions were held during conmed's routine FDA inspection, conmed now has a different and more conservative approach in regards to filing adverse events. As there was a patient injury, and conmed is unable to confidently state there was no medical intervention, this event is being filed with the FDA.